Event description:
A lead anomaly was suspected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received failure observed during the associated ICD analysis. It is believed that the lead arced to the ICD can during delivery of h v therapy and resulted in excessive current flow damaging the device hybrid.